Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient had developed a hematoma. The site was drained and the patient was treated with IV antibiotics. The device was explanted although there was no signs of infection. The patient was discharged on the same day and there was no report of further complication.